Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad was separated from the grasping section exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe. This type of telfon pad damage is most likely related to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad came loose. The surgeon opened another similar device to complete the intended procedure. There was no patient injury reported.